Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation "image goes black when flexion is applied" was confirmed; the image was flicker/ intermittent. The most probable cause was traced to component failure, without any design or manufacturing issue was due to electrical/electronic component problem, the performance of an electrical or electronic component was found to be inadequate. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope's image goes black when flexion is applied. There were no reports of patient harm.